Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioned properly. Unit was programmed 2.0 units fill with water filled reservoir. The water did exit the infusion set. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a hardware low level failures and failed battery test. The customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.